Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16885062, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing abdominal pain. It was noted that when the patient turned the device off, the abdominal pain stopped but when it was turned back on, the pain returned. It was believed that the patient had nerve damage. It was stated that the abdominal pain was related to the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing abdominal pain. It was noted that when the patient turned the device off, the abdominal pain stopped but when it was turned back on, the pain returned. It was believed that the patient had nerve damage. It was stated that the abdominal pain was related to the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that device malfunction was not suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing abdominal pain. It was noted that when the patient turned the device off, the abdominal pain stopped but when it was turned back on, the pain returned. It was believed that the patient had nerve damage. It was stated that the abdominal pain was related to the device. The patient will undergo an explant procedure.